Event description:
It was reported that the lens has an opaque film that completely blocks visibility, creating a ¿cloudy effect¿; a layer of ¿dirt¿ prevents clear vision and results in a degraded image. This is a problem, especially since this is the first time the lens has been used. The image wasn't clear even after wiping it. Hence there is a foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.